Event description:
Procedure: low anterior resection. According to the reporter: the customer reports that the balloon exploded in the abdomen. Parts of the balloon may have been left in the pt's cavity; nothing has been retrieved. No info related to pt available. No pt injury or ill-effects. No med intervention required. No unanticipated tissue loss, tissue damage or bleeding. No reinforcement material used. No extension to surgical time required.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 06/05/2014.